Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and verified the malfunction. The se replaced the graphical user interface (gui) printed circuit board (pcb) and the liquid crystal display (lcd) panel. The device then passed all testing.

Event description:
It was reported that a ventilator had a blank display. The ventilator was not in use on a patient at the time of the event.